Event description:
It was reported that prior to an aortic abdominal endoprosthesis implant procedure, pre-close placement of the sutures was attempted in the left common femoral artery through an 8-french access site using a prostar xl device. Reportedly, during device removal the white suture became hooked at the port of guide and the suture pulled out from the vessel. The sutures of a second prostar xl device were deployed and the access site was upsized to 16-french. After the aortic abdominal endoprosthesis implant procedure the knot from the prostar xl device was advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: .035-inch, sheaths: 8-french, 16-french, heparin. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.